Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) had an insulation breach. The lead was removed from service, and replaced with another cpi (0125) lead.